Event description:
Sorin group received a report that during a procedure, there was a blood leak from the gas outlet of the physio synthesis oxygenator. The clinician determined there was no need to change out the unit and the procedure was finished with no patient consequences.

Manufacturer narrative:
Sorin group (B)(4) manufactures the synthesis oxygenator, which is a component of the custom perfusion pack. The 510(k) number for the oxygenator is k073380. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is on-going. A follow up report will be sent when the investigation is complete.